Event description:
It was reported that during arctic sun device use, a low flow error message continuously appeared. They disconnected and reconnected the arctic gel pad to handle the issue, the same issue occurred. It was not working well even though they used the pad with another instrument. However, the equipment worked normally when replaced with a new pad. Per follow up information received via mail on 16sep2024, it was reported that they did send the defective pad to gimpo warehouse. The issue with the pad was reconnected after that pad has been disconnected. It did not resolve the flow rate problem. They also tested it with different equipment, but the same issue occurred. Ultimately, using a new pad with a different lot number resolved the problem. When checking the physical sample, the exact cause of the defect could not be determined.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. One photo sample was returned for evaluation. Visual inspection noted the following: the photo shows an arctic sun control panel screen displaying alert 02 (low flow) and a flow rate of 0.0 l/min. Event information from the customer notes that they disconnected and reconnected the arctic gel pad to handle the issue, the same issue occurred. It was not working well even though they used the pad with another instrument. However, the equipment worked normally when replaced with a new pad. The product does not meet specifications per ip7602996 rev 13 which states "acceptable if the flow rate is: 31707 ¿ back greater than or equal to 2.4 l/min.m2. 31707 ¿ thigh greater than or equal to 2.4 l/min.m2." The labeling is found to be adequate. Per the IFU: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Based on the results of this investigation, no additional actions are required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during arctic sun device use, a low flow error message continuously appeared. They disconnected and reconnected the arctic gel pad to handle the issue, the same issue occurred. It was not working well even though they used the pad with another instrument. However, the equipment worked normally when replaced with a new pad.